Manufacturer narrative:
Mpo was made aware of revisions due to instability from a german registry report (eprd). Specific information for each event is not available. Dislcoation and instability are known risks of total knee arthroplasty. Trending does not reveal an increase in risk level for this part family. There is insufficient information available to perform any further investigation.

Event description:
Allegedly, eprd reported 2 new complications for evolution® nitrx? (2 dislocation /instability events). Revision surgery. No further information was reported. This incident is capturing 2 dislocation /instability events.